Event description:
It was reported that the mobile power unit (mpu) had a missing rubber foot and damaged handle. The patient cable's rubber casing around the 16-pin lemo connector was loose.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval.manufacturer's investigation conclusion:the reported damages to the mobile power unit housing and patient cable were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The device was returned with a slightly loose cable sleeving around the connectors, a missing rubber foot, and cracks around the handle of the mpu. The unit was able to power on as intended. The mpu was able to pass all testing. The patient cable was exchanged, a rubber foot was added, and the mpu handle was replaced. The system was forwarded to the abbott rental pool after servicing. The root causes of the observed damages were unable to be determined in this analysis.the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 25mar2016 via customer order.heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms.heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.